Manufacturer narrative:
The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was tightly folded with blood between the balloon folds. There were numerous hypotube kinks throughout the device. There was a complete hypotube separation 59 cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
Reportable based on device analysis completed on 20-dec-2018. It was reported that crossing difficulties were encountered. The 90% stenosed, 12mmx 3.0mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.0mm x 8mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient status was stable. However, returned device analysis revealed shaft detached/separated.